Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Event description:
The video telescope was returned to an olympus regional repair center in france without a specific failure description, but the repair center found the image to be discolored. However, there is no indication that the reported failure occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus regional repair (rrc) in france (returned to the rrc on 2022/11/04). The evaluation at the rrc confirmed the occurrence of the reported ¿purple image¿ and traced it back to a defective cable assembly and r-unit. Thus, the reported incident was attributed to component failure. The evaluation also found the gray protection hose to be damaged and moisture entered into the device through this cut. This damage was caused by external force and can thus be attributed to user error. However, it is not directly related to the reported image problem. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.